Manufacturer narrative:
Method: device not returned. The device history record (DHR) review is in process. Despite multiple attempts to obtain additional information, the health care provider has not provided the information requested. It is unknown if the device is available for return and evaluation. Conclusion: there are several reasons why a valve is explanted at implant. This is typically the result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Without the additional event information or return of the device for evaluation, we are unable to determine the root cause for explant of this device.

Manufacturer narrative:
Through follow-up with the health-care provider, the operative report was provided. Through translation, it was determined that the valve was implanted but later a aorto-atrial (left) shunt and a perforation in the area of the left-ventricular outflow tract was noticed necessitating explantation of the bioprosthesis and reconstruction of the annulus. Another edwards bioprosthetic valve was chosen as a replacement. Additionally, there have been no allegations of a product malfunction or quality deficiency related to the subject device. The available information suggests that this event was due to patient related factors. The device was discarded by the hospital and will not be evaluated.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the valve was explanted after an implant duration of 1 day (0.03 months) due to unknown reasons. No further details were provided.